Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced weakness, fatigue, and was diaphoretic. Upon interrogation, the right ventricular lead exhibited high capture threshold and loss of capture. The lead was capped and replaced on (B)(6) 2015. The patient was doing well after the procedure.